Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the reported issue occurred due to a cut on the charged coupled device (ccd) cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited image noise and no image during angulation. There was no patient involvement.